Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported the powermax elite mdu hand control got very hot. A backup device was available to complete the procedure. No patient injury or complications were reported.